Event description:
The event is reported as: customer alleges - the catheter deflated after 1 day of use. The balloon was not tested prior to insertion. The balloon was inflated with 10 ml glycerine solution. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.